Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated, he was hospitalized for diabetic ketoacidosis. The blood glucose reading at the time of the call was 191 mg/dl. The customer stated, he changed the infusion set two days prior to the hospitalization. Troubleshooting revealed that the insulin pump gave an alarm prior to the hospitalization and the alarm erased all of the settings. The insulin pump passed the self test.